Event description:
Device #1 malfunction: balloon rupture. Time of device malfunction: during dilatation. Symptoms/ae: none. It was reported that during dilatation of an unspecified vessel, the first voyager balloon ruptured at 4 atmospheres. The device was removed and a second voyager was used with the same results: however, the second voyager ruptured at 6 atmospheres. The device was removed and a third non-abbott balloon catheter was used successfully. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: there was no report of any leaks noted to either catheter during preparation for use, this may suggest that the balloons were not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken the rupture during an attempt to inflate the balloon. Although no pt info was provided, it is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that both balloon catheters ruptured upon inflation attempt; however, this cannot be verified. The lot history record (lhr) for this product was not reviewed because the product was not returned for analysis and the lot number was not reported. In this instance, based on the info received with this complaint and without the products to examine, a definitive cause for the reported balloon ruptures cannot be determined.